Event description:
A small percentage of cards from vitek 2 ast-n045 lot 167394240 were erroneously bar coded which will cause the vitek 2 system to read and report these cards as vitek 2 ast-n021 cards instead of ast-n045 cards. The instrument screen and lab report will show that the cards read as ast-n021 so customer may be aware. As a result of the different configurations, and contents for the two vitek 2 card types the following antibiotics/tests will be erroneously analyzed, and potentially reported if an ast-n045 card is read as an ast-n021 card: amikacin, amoxicillin/clavulanic acid, ampicilliln, cefotaxime, cefoxitin, esbl, fosfomycin, gentamicin, meropenem, nitrofurantoin, norfloxacin, and temocollin. This may cause false susceptible and/or false resistant results to be reported if the error is not caught when the lab reviews the results. Ast-n045 is a country when the lab reviews the results. Ast-n045 is a country custom susceptibility card marketed only in another country.

Manufacturer narrative:
Another country, was instructed to stop shipment. Customer letter will be sent to customers informing them of issue. This product is sold only in another country.